Manufacturer narrative:
Device analysis: a visual evaluation of the xen injector was performed. Injector was received with the slider knob of the injector between the start and end positions. The needle cover was detached and not returned. The needle guide was observed to be bent. The needle guide was observed to be severely bent. Due to the extent to which the needle guide is bent, a functionality test could not be performed. It is unknown how the needle guide became bent, but the needle guide is so severely bent that the needle cover would not have been able be put on the needle guide properly. Slider resistance is unable to verify since testing could not be performed. No further evaluation is required.

Event description:
Healthcare professional reported a xen®45 gts with "physical sticking - the slider is stuck and does not work properly" during implantation in left eye. Surgery was completed with backup device. No eye injury reported.

Event description:
Healthcare professional reported a xen®45 gts with "physical sticking - the slider is stuck and does not work properly" during implantation in left eye. Surgery was completed with backup device. No eye injury reported.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event is a known potential adverse event addressed in the product labeling.